Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09741. It was reported that patient presented to a follow-up in clinic with a device pocket infection. Infection was localized to the tissue surrounding the device and there was discoloration and breakdown of the device pocket. Entire pacemaker system, including leads, was explanted on (B)(6). A single temporary lead was implanted for pacing purposes during the same procedure. Patient was then implanted with a leadless pacer on (B)(6) 2020. Patient condition was stable after the event.